Event description:
It was reported that the physician implanted a helex septal occluder in 2009. At a 24 hour f/u exam, the physician believed the right atrial disc to be encroaching on the tricuspid valve. A reintervention was performed and the helex device was snared and removed. Another interventional septal occluder was implanted and the pt was doing well following the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.